Event description:
Procedure: colectomy functional end to end anastomosis. According to the reporter: fired the 3rd firing, but the jaws couldn't be opened properly. The stapler was removed by force "with damage" and "oozing" type bleeding occurred. The surgeon then used another device, and the procedure was completed. No patient injury reported.